Event description:
Caller reported blood glucose results 92 mg/dl on compact plus system 1, 200 mg/dl and 92 mg/dl on compact plus system 2 within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Manufacturer narrative:
Discarded, will not be returned.